Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative regarding a patient who was receiving an unknown drug (concentration and dose unknown) via an implantable pump for non-malignant pain and failed back surgery syndrome. It was reported on 2016-nov-10 that the patient had an MRI of shoulder and according to the printout when he went in for his refill the pump started back five days later as the motor stall occurred on (B)(6) 2016 (date of MRI) and recovery occurred on (B)(6) 2016. Pump event logs sent in detailed ¿motor stall occurred¿ on (B)(6) 2016 at 17:57, ¿stopped pump period may exceed tube set¿ on (B)(6) 2016 at 17:57, and then ¿motor stall recovery occurred¿ on (B)(6) 2016 at 11:16. It was indicated that the patient didn¿t experience withdrawal symptoms because he was taking oral medication. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue, if there were any diagnostics/troubleshooting performed, or if there were any interventions/actions taken to resolve the issue. It was unknown if the issue was resolved at the time of the report and unknown if surgical intervention was planned. The patient status at the time of the report was ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.